Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6)2020. After sensor pod removal on (B)(6) 2020, the skin site was described as red, itchy, burning and swollen. The patient was evaluated by a dermatologist on (B)(6) 2020, and an allergic reaction was confirmed. An unspecified ointment was prescribed. At the time of the report, the skin was reported to be healing, and no other details were provided. No additional patient or event information is available.